Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was not powering on and key was unresponsive. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of keypad was due to the keypad. Replaced unresponsive keypad. A review of the device history record for (B)(6) was performed from date of manufacture 10/09/2019 to the present date 1/18/2021 and confirmed that this device was previously returned for servicing. Device had similar service repair history and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the keypad. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1120033 for keypad.

Event description:
It was reported that the device was not powering on and key was unresponsive. No patient involvement.

Manufacturer narrative:
Additional information g1, g4. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was not powering on and key was unresponsive. No patient involvement.